Manufacturer narrative:
A ge service rep performed an on site investigation. The rtos and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would lock up when images would transfer to pacs. There are no reports of pt injury or death associated with this event.